Manufacturer narrative:
The device is currently unavailable.

Event description:
It was reported that the battery leaked. There was no allegation of injury associated with this complaint. The patient was advised to discontinue use of the battery and a new replacement battery was sent. The device has not been made available for analysis as of the date of this report, september 29, 2015.